Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
When did the incident occur? During use it was reported that a hospital worker, after activating the safety mechanism of the butterfly needle, punctured herself with the needle because the mechanism is not irreversible. Last week, we were notified of a biohazard incident involving a female employee who was injured by a safety syringe. It has been confirmed that, although difficult, it is possible for the needle to become exposed again without protection once the safety mechanism has been activated. In other words, the safety mechanism is not irreversible. We have attached a couple of videos recorded by the occupational health service to demonstrate how the needle can become exposed again once the safety mechanism has been activated.